Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified.additional information has been requested.(B)(4)

Event description:
A healthcare worker reported an explanted lens with a missing haptic following an intraocular lens (iol) implant procedure. The lens would not center properly prior to removal. A secondary lens was implanted and no harm to the patient was reported.